Event description:
It was reported that the programmer experienced telemetry failure. Both the radiofrequency programmer head and the programmer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of telemetry failure, the programmer head passed functional and systems tests with no other anomalies found. (B)(4).